Event description:
Patient implanted with prodisc-c at c4-c5 adjacent to fusion at c6-t1. Patient has reportedly experienced allergic reaction to nickel/cobalt, and has general neurological irritation. Patient was revised to fusion at c3-c5 with allograft bone spacers and anterior plate.

Manufacturer narrative:
The device was not returned for evaluation. Review of the device history record for the lot number and raw material lot number indicated no discrepancies were noted that would be associated with this complaint. All parts were processed within specification. For the product lot numbers, the following documents were reviewed: inspection sheets, device history record release check lists, packaging process sheet and packaging label log were reviewed. Inspection sheets, packaging process, qc check, packaging label log, device history record release check lists and product lot number all met specification. The device history record for the raw material lot number was also reviewed. The raw material receiving sheet was reviewed, and no discrepancies were found. Review of the inspection sheet showed the material conformed to all dimensional, chemical content analysis, and recertification specifications. The packing list and device history record review check list, and raw material lot number, all met specification.